Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, several lead noise episodes were observed on egms. Noise was not reproducible with provocative arm movement testing. The patient mentioned about some earthing issues at home and it was suspected that the noise could have been due to this issue. Patient was stable. Physician decided not to take any action.